Event description:
The distributor contacted animas on (B)(6) 2012, alleging that the up, down, and ok buttons on the keypad are unresponsive. There is no reported adverse event with this complaint. This complaint is being reported as the alleged keypad issue was not resolved with troubleshooting.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Device evaluation submitted (B)(4) 2012: follow-up #1: the device was returned to animas and evaluated by product analysis on (B)(4) 2012 with the following findings: the "contrast" and "up" buttons respond intermittently to presses. Keypad was intact and was removed for inspection: contamination was found under "contrast" and "up" button contacts.